Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a transient nmi (non maskable interrupts) and por (power on reset). The device was tested on the bench and no anomaly was noted. The cause of the transient nmi and por could not be determined.

Event description:
It was reported that the asymptomatic patient presented for follow up. Further troubleshooting could not be performed. The device was explanted and replaced successfully. The patient was doing well post procedure.